Event description:
A caller reported a malfunction on a pump. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted the caller in resetting the pump. The issue did not recur after the reset, and the customer was instructed to call back if any malfunction code appeared again.